Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards learned through the implant patient registry that a 23mm aortic pericardial valve was replaced in a valve-in-valve procedure after an implant duration of approximately twelve (12) years and four (4) months. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider, it was learned this device was replaced due to stenosis caused by calcification. No additional patient information has been made available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at the time of the explant procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for aortic stenosis and calcification remain indeterminable. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. It is unknown if there are any patient contributing factors toward the clinical comment of calcification.

Manufacturer narrative:
Device not returned. This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve replacement was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at time of replacement or patient information have been unsuccessful; therefore, the root cause for explant of this device remains indeterminable.